Event description:
During a battery replacement due to complete battery depletion, once the new generator was connected to the leads, low impedance was observed so a full revision was performed. The explanted devices were not made available for return. No other relevant information has been received to date.